Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact "person": (B)(4). Our fse (field service engineer) was on site and investigated the ventilator. The control printed circuit board (pcb) was found faulty. As a corrective action the fse replaced the control pcb, reinstalled the software and performed a successful function test. The ventilator was returned for clinical use. The control pcb was not returned for investigation, the customer kept the control pcb. Evaluation of the received device log confirms the reported technical error indicating a failure with the expiratory flow measuring. The error affects the expiratory flow measuring, it will however not affect the ventilation. The device log also showed a technical error indicating an internal memory error on the control pcb. According to received information this error occurred during the investigation on site. This technical error is common after a software installation. The true root cause cannot be determined since the control pcb was not returned.

Event description:
Important ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator generated a technical error and had a software reload issue. There was no patient involvement. Important ref. #: (B)(4). Manufacturer ref. #: (B)(4).